Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2018 for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. Fse was notified that the customer replaced the sample needle which resolved the total low area on the quality controls. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported issue was due to the sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving low total area when running the quality control on their g8 instrument. The customer indicated to the technical support services (tss) that when the same cup is put on their 2nd g8 instrument the total area is within acceptable range. The tss requested the customer to verify that the wash buffer and wash hemolysate lines did not have any air bubbles. Customer verified there were no bubbles in the lines and that buffer #1 was 25% left which was replaced. The customer primed the buffer lines several times and repeated the quality control run. The qc dilution results were within acceptable range and the total area was within range. On the (B)(6) 2018, customer called back with continuing issues with low total area on dilutions on their g8 instrument. The customer indicated they ran the same tube on their other g8 instrument and the total area is within range. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.